Event description:
It was reported the case has physical damage. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the side bail covers, ring cover and battery drawer were broken, the battery release and lead flex cover were contaminated, the side bails, ring and three case screws were missing and the battery contacts were compressed.